Event description:
The clip applier misfired multiple times during procedure and was unusable. Clip applier was replaced with a new one. No adverse outcomes for the patient because of this failure. The representative was notified of the event.